Event description:
Ethicon proximate reloadable stapler malfunctioned at the time of use. When surgeon fired stapler, staples did not release. The surgeon did not realize this until after tissue had already been cut. This malfunction caused the surgeon to have to perform a different surgery than originally planned (coloscopy).